Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue in review of the diagnostic event log. The rse recommended replacement of the central processing unit (cpu) printed circuit board assembly (pcba). Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting a back up alarm failure occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue in review of the diagnostic event log. The rse recommended replacement of the central processing unit (cpu) printed circuit board assembly (pcba). The investigation is ongoing.